Manufacturer narrative:
The ge representative conducted an onsite investigation. The power supply was adjusted and the connections from the power supply to the monitor were reseated. The system was tested and is now operating as intended.

Event description:
The customer reported that the monitors on the 9900 system were dark and that the left monitor would blink intermittently. No pt injury was reported.